Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Loss of connection was confirmed; however, the device operated within specification. The root cause could not be determined. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.